Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete infusion set, reservoir and insulin. The customer stated that while priming, his insulin pump kept getting disconnected. He stated that he could not fill the cannula. He reconnected the infusion set and stated that a bolus was successful. He had discarded all of the supplies prior to the call. He was having issues with rewinding the insulin pump and priming the tubing. The blood glucose reading was 236 mg/dl. He advised that the alarm was resolved by a complete set change and that he was able to rewind. He stated that he would return the infusion set and reservoir for analysis. The most recent blood glucose reading was 91 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.